Event description:
Caller states that the patient tested 5.2 inr on the coaguchek test system and 9.3 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system. Coaguchek test system: meter, strip lot 434a, exp 04/30/2008, cat 3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.